Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that there was interference in the operating room when trying to program the implantable neurostimulator (ins) with the clinician programmer (cp). This occurred just prior to the procedure for the ins replacement and the rep was concerned he would have difficulty checking impedances during the procedure. When the rep stepped outside of the operating room, the interference did resolve between the cp and ins. The issue occurred on the day of the report, (B)(6) 2016. It was noted that the depletion of the replaced ins was considered to be normal and expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.